Event description:
Details of the complaint is reported as follows: "cannot infuse water by the syringe for irrigation due to broken port" it is further reported that the fms device was removed from the patient and a new fms device from the shelf was used.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional complaint details referenced on complaint form states that "the sale representative confirmed the situation with the sub-chief nurse who had taken care of the patient that it took three (3) days after the start of using the device in question". Lastly, it is reported tha the lot# is unknown due to throwing away the box with the number. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected.